Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient implantable cardioverter defibrillator presented with far r wave oversensing. Programming changes were discussed but not made.

Event description:
New information received stated that the issue was discovered through remote transmission. Programming changes were completed the same day (B)(6) 2019. Patient condition was stable.